Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, positioning problems occurred. The target lesion was in the bile duct. While attempting to advance an rx stent/10 x 7 cm over an unspecified guide wire, it was noticed that the introducer catheter would not stay locked. Positioning difficulties occurred. The stent was removed and the procedure completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".